Manufacturer narrative:
Technical services was not able to obtain any additional information from the hcp. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) was requesting information on how to program electrocautery mode for an energen cardiac resynchronization therapy defibrillator (crt-d). It was indicated an artifact was observed that inhibited pacing in a pacemaker dependent patient. Technical services discussed how to program electrocautery mode. No adverse patient effects were reported.